Manufacturer narrative:
Analysis of the ins s/n: (B)(4) found normal impedances on all circuits and electrode combinations. Analysis of the lead found normal impedances on all circuits and electrode combinations.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0wsj3, product type: lead. Product ID: 355018, lot# w60210, product type: accessory . (B)(4).

Event description:
It was reported that during the procedure a day prior to this call almost all of the pairs were greater than 4000 with a lead and im plantable neurostimulator (ins) implanted in a new patient. The representative stated that they replaced the out of box failed devices with another ins and lead with which there were no problems. All of the impedances were within the normal range. Representative stated that the patient was doing well in post-operative. There were no other issues with the procedure. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.